Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported slow response which was reproduced. The reported condition was verified. The cause was determined to be processor board utilized known good unit. Which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had one of the keys that was responding slowly. The event occurred before use at mhpp( mercy health physician partners) cardio vascular department. There was no patient involvement. No additional information is available.